Event description:
During the insertion of a trochanteric fixation nail (tfn) with lag screw the screw insertion handle was damaged (item 357.428). The lag screw was not properly seated into the insertion handle and when the surgeon tightened the coupling screw it bent the two teeth on the end of the insertion handle. The damaged instrument would not pass through the aiming arm. They were able to remove all of the instrumentation and lag screw and then bend the teeth back to a usable level using a pair of pliers. There was a 10 to 15 minute delay in the procedure. This is report 1 of 3 for complaint number (B)(4).

Manufacturer narrative:
A product development evaluation was performed and a visual examination was conducted on the returned part by the investigating engineer. The part was observed to exhibit marks at the base of the prongs and severe scratch marks on the shaft. The witness marks on the returned part clearly show the bases of the prongs are torn consistent with metal fatigue as a possible cause. A slight bend was observed on the shaft. Because the part was tampered with (adjusted by the surgeon) prior to the pd evaluation, it cannot be determined if the design is adequate for the intended use and therefore, the result of this evaluation is indeterminate.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Patient age at time of event reported as (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Manufacturer narrative:
The additional evaluation indicated that the device showed wear and tear all over on the surface. The tangs on the inserter were bent outwards and damaged. The device was produced and distributed in march 2012. The manufacturing review showed that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. We suppose that the device was probably not fully inserted into the connecting screw. This situation in relation with a mechanical overload situation could lead to complained issue. Because of the damage, the dimensions which are relevant for this complaint cannot be checked anymore to post-manufacturing dimensions. Therefore this complaint was to be indeterminate from a manufacturing standpoint.

Manufacturer narrative:
Device history record review: the manufacturing documents were reviewed and no complaint related issues were found. Invalid disposition. (B)(4)

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.(B)(4)